Manufacturer narrative:
(B)(4) -- on an unreported date, the patient (pt) was treated for the peritonitis with unspecified antibiotics (dose, route and frequency not reported). On an unreported date, the pt was discharged from the hospital. At the time of this report, dianeal and extraneal therapies were ongoing.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient treatment was not reported. At the time of the report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the contributing factor and causative microorganism of peritonitis were unknown. At the time of this report, the patient was recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.